Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient¿s family members reported the patient consumer was implanted for the treatment of frequent micturition and urgent urination. The patient experienced an effect with the first phase of implant and they experienced effective therapy for two months during the second phase of implant; however, after that, ¿there was no effect.¿ the patient¿s frequent micturition and urgent urination were not improved. There was not a more than 50% reduction in symptoms and it was unknown whether any troubleshooting had been performed or if the cause was determined. The patient was reprogrammed many times, with no improvement. It was stated the ¿program control had not been ideal many times¿ and that the patient¿s device had been explanted as of (B)(6) 2018. The patient¿s family members were unwilling to provide any additional information. There were no further complications reported or anticipated.